Event description:
Boston scientific (formerly guidant) received info that this pt had a type ib endoleak noted three years post implant. A procedure was performed where the leak was treated with embolization and limb extension. No additional adverse pt effects were reported.

Manufacturer narrative:
The ancure endograft remains implanted. No additional info is available dat this time. If additional info becomes available, this report will be updated.